Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose. The customer's blood glucose has been over 500mg/dl during the day. Customer stated their blood glucose was 535mg/dl and they bloused but did not go down. Customer treated with manual injection. Trouble shooting was performed and found customer blood glucose at time of incident 535 mg/dl and experience headache. Trouble shooting was not completed tubing clamp not available. Customer declined to perform the high-pressure test. The insulin pump will not be returned for analysis.